Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) lead stretched; (B) (4) full lead; inner insulation kinked/buckled.

Event description:
It was reported the lead was attempted, but not used due to positioning difficulty and a "malfunction." This was reported during the implant procedure; the device was not implanted. No patient complications have been reported as a result of this event.